Event description:
The patient reported that, beginning yesterday, he has had elevated blood glucose readings between 300 mg/dl and hi with his normal range being 120-200 mg/dl. The patient treated his readings by bolusing through his insulin infusion device, but his readings remained elevated. He stated he then gave himself insulin injections which brought his reading down to 180 mg/dl. He said when he checked his infusion device, he saw no insulin was coming out. He stated he changed his cartridge yesterday but did not run a prime. The patient was advised to always run a prime until insulin comes out of the tubing. He said he inserted a new insulin cartridge just prior to the call and his device successfully primed. When asked if he may have installed an empty cartridge, the patient indicated he didn't think so. The patient checked the removed cartridge and stated he could not see any insulin in it. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.